Event description:
It was reported that during surgery, the device failed to power on and the motor did not function. Subsequently, evaluation found the device would not power on, and visual inspection of the power pack identified battery electrolyte leakage within the pack. There was no patient harm, and it is unknown if there was a delay. Diligence is complete.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. E1: telephone - (B)(6). Complaint can be confirmed through the returned product analysis. Review found that the device would not power on. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue exacerbated by a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.